Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at time of incident. Customer also reported that the insulin pump was broken at the bottom of the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No abnormal buzzing noted during testing. Device received with scratched case.